Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced low blood glucose of 55 mg/dl. The customer stated that they worn the insulin pump during x-ray diagnostic test. The customer also reported that the infusion set cannula was bent. The customer had symptoms of shaking and dizziness. The low blood glucose event was treated with food. The auto mode feature was active at the time of the event. Troubleshooting was performed. No further complications were reported. The insulin pump will not be returned for analysis.